Event description:
It was reported that the stent was deployed, however, it was misaligned. Re-sheathing and redeployment were attempted, however, after slightly deploying the stent, the outer sheath could neither be pulled nor retracted any further. Therefore, the balloon guiding catheter was guided and retrieved the stent. No patient complications were reported as a result of this event.

Manufacturer narrative:
The device was received with the stent partially deployed on the delivery system. The distal end of the stent was damaged. A visual and tactile examination identified multiple outer sheath kinks. An inner sheath kink was noted 7mm proximal from the distal tip. An outer sheath break was observed at the base of the t-connector. The stent could not be deployed or reconstrained due to the sheath separation, confirming the event. No other issues were found with the device.

Event description:
It was reported that the stent was deployed, however, it was misaligned. Re-sheathing and redeployment were attempted, however, after slightly deploying the stent, the outer sheath could neither be pulled nor retracted any further. Therefore, the balloon guiding catheter was guided and retrieved the stent. No patient complications were reported as a result of this event.